Event description:
It was reported that the pt underwent an open repair of a primary incisional/ventral single defect hernia on (B)(6) 2010, and mesh was placed. At discharge on (B)(6) 2010, no issues were noted. Post-operatively, the pt experienced serous non infected wound drainage. The surgeon evacuated 2cc of serous fluid with a syringe. The wound has now healed well.

Manufacturer narrative:
(B)(4). Wound drainage occurred. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.